Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-03484. It was reported that during a stenting treatment procedure positioning difficulties, vessel perforation and pericardial effusion occurred. Access was obtained via the femoral artery. The 95% stenosed target lesion was located in the distal circumflex artery (cx). Angiomax was started and then an unspecified 2.0x10mm balloon was used for predilation, leaving 10-20% residual stenosis in the lesion. An unspecified 2.5mm balloon was then advanced to the 80-90% stenosed first delivery system (sds) and deployed the stent in the proximal to mid cx. The lesion was post dilated with a 2.0x8mm quantum apex balloon, which was inflated in the proximal portion of the deployed stent as it was suspected that a portion of the deployed ion stent was protruding out into the main body of the cx artery. Upon inflating the balloon to 17atms, the balloon ruptured, which caused a very small perforation in the very proximal portion of the cx artery. Angiomax was discontinued and then an unspecified 2.5x10mm balloon was inflated in the lesion in order to tamponade the perforation. The 2.5x10mm balloon was inflated again in the proximal cx and a very small pericardial effusion was identified. After several minutes of balloon inflation, tamponading the proximal segment, the balloon was deflated and angiography revealed that the dissection was no longer visible; however, there was an increase in size in the pericardial effusion. The 2.5x10mm balloon was re-inflated in the proximal cx and the patient was transferred to the or to undergo emergent pericardial window. The patient was hemodynamically stable with "excellent" vital signs when leaving the cath lab. No additional patient complications were reported.